Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor was reading incorrectly and activated threshold suspend on the insulin pump. The customer had a high blood glucose reading of 472 mg/dl. The customer treated with the insulin pump. The sensor read 40 mg/dl. The customer was advised to change out the sensor and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity and bicarbonate buffer tests and the sensors failed per specifications due to high readings.